Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device.the manufacturer received information from the patient alleging that the patient has respiratory tract irritation low oxygen levels, passing out after coughing or sneezing, muscle, fatigue. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In the previous report, it was reported as a serious harm/injury. As per pms decision received, it will be reported as a product problem. In this report, box b, g, h has been updated/corrected.